Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the customer did not have enough insulin and the infusion set was not changed. The school nurse stated that the customer will call back when she gets home to troubleshoot. The caller stated that the customer's blood glucose was reading 437mg/dl, and she will be treated with a pen until she gets home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.